Event description:
A customer from (B)(6) alleged that she was receiving high readings from her contour link meter. On 05/27, she tested her glucose and received a reading of 296 mg/dl. She felt symptomatic for hypoglycemia, but took a bolus of insulin immediately after testing. She retested within 10 minutes and received a reading of 49 mg/dl. On another day, the customer received a reading of 196 mg/dl using her contour link meter, while another meter read 70 mg/dl. The difference between readings falls in the "c" zone of the error grid, making the difference clinically significant. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.